Manufacturer narrative:
The reported event of noise was confirmed by analysis. As received, a partial lead was returned in two pieces. Final analysis found two external insulation abrasions breaching the outer insulation at 4.5-4.8 and 5.7-5.8 cm from the connector pin. The damage was consistent with friction to the device can. All other damages were determined to be procedural. No fractures or internal shorts were found.

Event description:
It was reported that the patient presented in clinic for elective replacement. Upon interrogation prior to procedure, the right ventricular (rv) lead showed noise over-sensing. The rv lead was explanted and replaced. Patient was stable throughout.